Manufacturer narrative:
The returned device was evaluated and found the slide retract defective. The component was missing a piece of plastic that properly held the formed needle in place. Additionally, a piece was plastic was found under the mechanism rail that resulted in damage to the mechanism rail. These issues were determined to be the result of a manufacturing error, but it could not be determined if the damage occurred prior to being deployed. Also, the downloaded data was unable to be downloaded from the device. It could not be conclusively determined if the device was able to deliver insulin to the patient during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: (B)(6). There was a tiny drop of blood on the other side of where the needle comes out. Hyperglycemia treated by patient activating new pod with a manual injection of 8 units of insulin with an insulin pen. The pod was worn between 4 and 24 hours on the abdomen. (B)(6).